Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
Hold asia 11/01/18 the customer's daughter-in-law complained of discrepant inr results from coaguchek meter (B)(4). At 1:00 pm the result from the meter was 5.2 inr. At 1:05 pm the result from the meter was 3.4 inr with a different hand. At 6:27 pm the result from the meter was 3.7 inr. A different finger was used for each measurement. There was no allegation of an adverse event. The customer was feeling "fine". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in diet, no new illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.0 - 2.5 inr. Retention test strips (304974)were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.